Event description:
During a coronary drug eluting stenting treatment procedure an arterial dissection occurred. In 2005 the target lesion was described as non-calcified, 90% stenotic, and was located in the tortuous proximal right coronary artery (rca). The lesion had been predilated with two maverick balloons, sizes 2.5 x 15mm and 3.0 x 15mm. A taxus express2 3.5 x 32mm stent was implanted overlapping a taxus express 3.5 x 12mm drug eluting stent in the proximal rca. The 3.5 x 12mm stent was distal to the 3.5 x 32mm stent. A dissection then occurred distal to the stented area. The pt was experiencing chest pain during this time. A taxus express2 2.75 x 12mm stent was attempted to treat the area but was unable to cross the two previously implanted stents even though there had been "several dilatations." La liberte 2.75 x 12mm stent was successful in crossing the area and was successfully deployed. There were no further complications and the pt's condition is described as satisfactory/good.